Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a MRI was needed for lead mapping. An impedance check had been done on a consumer that was implanted in (B)(6). The impedance check indicated an open circuit on c<(>&<)>0 of 4,485 ohms (tested at 3v). The consumer was seeing a doctor to get a second opinion with the therapy. The MRI would have been used to see the lead placement. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was programmed around the contact that had the open circuit. The patient went to see the health care provider (hcp) for a second option regarding management of the deep brain stimulation (dbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.